Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor (icm) was over-sensing either noise or myopotentials. As a result, the device incorrectly binned an event as atrial fibrillation. Programming changes were discussed but not made. The patient was in stable condition.